Event description:
The pt reported experiencing elevated blood glucose (valve not provided) and insulin leakage with 10 infusion sets. He stated insulin is leaking at the luer connection. The pt injected insulin via pen to lower blood glucose. The pt did not require treatment from a health care professional or second party to address the issue. The infusion sets were requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.